Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility's biomedical engineer reported that a 2008t hemodialysis (hd) machine would not power up. There was no patient connected to the machine at the time of the incident. The biomedical engineer reported that during repair, it was discovered that there was evidence of excessive heat (charring) on the rocker switch. The rocker switch was replaced to repair that machine and it was returned to service without further incident. No flames, sparks or smoke were visible and no smoke smell was observed. No sample is available for manufacturer evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the rocker switch was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.